Event description:
It was reported that during implant of the right atrial (ra) lead the helix would not reliably re-extend after several attempted lead positions. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4193 lead implanted 2003 (B)(6). (B)(4).